Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reportedly changed supplies to address the alarms. No further details were provided. There was no reported adverse impact to customer's blood glucose level.